Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-feb-2018 with the following findings: a review of the black box showed evidence of a call service 054 error. The battery cap and cartridge cap were not returned. All testing was performed with test caps. The pump powered up with a test battery cap. The pump was run for 24 hours and no reboots, power losses, or call service alarms were duplicated. The pump case was removed to find no evidence of moisture or loose components. The alleged call service 054 error alarm was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).